Manufacturer narrative:
The user was prescribed with antibiotics for the infection, and the sensor was removed at the ER. The user was seen by the inserting hcp, who reported that no pus or active infection was present during the removal, likely because the user had already been on antibiotics for 48 hours. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation.

Event description:
The user reported visiting an emergency care facility on (B)(6) 2026, due to pain at the sensor insertion site. Upon evaluation by hcp, an infection at the site was confirmed, and antibiotics were prescribed. The sensor was removed without complication, the site was flushed with sterile saline, and the sensor appeared typical.